Event description:
It was reported that there was oversensing of noise on both the ventricular and atrial channels of this pacemaker. It was noted that the patient was in a procedure during the stored episodes. Technical services (ts) analyzed device episode data and determined that the noise was caused by cautery during the procedure. The noise resulted in signal artifact monitor (sam), ventricular, and atrial tachy response (atr) episodes. This pacemaker was functioning as programmed post-procedure. No adverse patient effects were reported. Currently, this pacemaker remains in service.